Event description:
The customer reported that in the pharmacy rituxan hycela was compounded in the texium needle-free 20 ml syringe and dispensed to the nurse. The nurse then affixed a needle (25g x 5/8) to the 20 ml syringe. When the nurse was applying force to the syringe plunger to administer the medication subcutaneously, the nurse stated that the medication leaked from the connection between the syringe and needle. The nurse cleaned the medication spill and then attempt administration a second time. The nurse had the pharmacy transfer the medication to a non-closed bd syringe system that succeeded. The nurse took appropriate precautions such that the patient and the nurse were not exposed to the few drops of medication that leaked. Although requested, no further information has been received.

Manufacturer narrative:
Additional info:

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient initials were not provided.

Event description:
The customer reported that in the pharmacy rituxan hycela was compounded in the texium needle-free 20 ml syringe and dispensed to the nurse. The nurse then affixed a needle (25g x 5/8) to the 20 ml syringe. When the nurse was applying force to the syringe plunger to administer the medication subcutaneously, the nurse stated that the medication leaked from the connection between the syringe and needle. The nurse cleaned the medication spill and then attempt administration a second time. The nurse had the pharmacy transfer the medication to a non-closed bd syringe system that succeeded. The nurse took appropriate precautions such that the patient and the nurse were not exposed to the few drops of medication that leaked. Although requested, no further information has been received.